Event description:
On (B)(6) 2014, the distributor contacted animas, alleging that the display screen had become dim and discolored. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated on (B)(4) 2014 with the following results: the pump booted to a dim and discolored display screen. (B)(6).